Event description:
It was reported that during preparation for a pta treatment procedure, in an antebrachial shunt, a hairlike material was found in the packaging of a sasuga ham balloon catheter. The procedure was completed with another sasuga ham balloon catheter with no pt complications, current pt status is reported as "good".

Manufacturer narrative:
The device has not been rec'd for analysis as of the date of this report.